Event description:
Customer reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send replacement tandem charging cable and wall adapter via two-day shipping. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable.